Manufacturer narrative:
Medtronic representative went to the site to test the equipment. Testing revealed that the tube is arcing. All silicone wafers was replaced and added new oil to all. The wells in the tube were dry and the cathode side of the tube had definite evidence of arcing inside the well and on the candlestick. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: unk_oarm_comp, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while on site for another issue, the manufacturer representative (rep) discovered that the system was making a popping noise when producing x-ray and discovered the tube was arcing. There was no patient present.